Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2017, the reporter contacted animas, alleging a prime (prime issue) issue. The patients mother stated she or the patient did not get a loss of prime alarm. But when they check the ez prime menu the prime box was not shaded in. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2017 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump recorded 3 loss of prime events in the black box. A loss of prime warning was forced during investigation the pump display. ¿pump not primed¿ warning appeared on the screen and the prime box was not fill after the loss of prime. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).